Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance stated the trend assemblies are broken and the bed will not go into trendelenburg or reverse trendelenburg.